Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. Initial reporter city; initial reporter state: the customer did not leave contact information. Therefore the city and state from where the incident report was generated was used in these fields. FDA notified?: this incident was reported by the customer to the FDA, ref mw5066461. Device evaluation: result - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
The customer reported "I work in a pharmacy, and this is a needle we use most often in the clean room, and it is also a needle given to patients for home use. The hub of the needle breaks when using, an thus makes sticks happen. It is very dangerous to employees and patients. No customer contact was provided, therefore no additional details are available.

Manufacturer narrative:
Additional information added to initial reporter as follows: (B)(6).

Manufacturer narrative:
Additional information was added as follows: describe event or problem: no needle stick injury occurred as a result of this incident. No further supplemental information will be filed for this incident.

Event description:
No needle stick injury occurred as a result of this incident.